Manufacturer narrative:
The root cause of the fire was determined to be a loose crimp with the wires from the solenoid power supply to the solenoid coils. The majority of the smoke from the fire was determined to be from the terminal block cover made of plexiglas. The initial indication from the msds of the plexiglas is that the smoke is non-toxic, although the investigation is still ongoing. In later models, varian has changed the terminal block cover material from plexiglas to a non-flammable polycarbonate. The machine was fixed and the terminal block cover was replaced with the new polycarbonate non-flammable material.

Event description:
When training a technician to use the obi (on board imaging), a fire alarm sounded (there was beam, no kv x-rays, and the machine was not moving). Smoke was coming out of all cracks in the gantry head, between the fiberglass covers and the collimator opening. The emergency stop button was depressed and a fire extinguisher was used. The fsr and the doctor that experienced the smoke had minor effects from the smoke and fire extinguisher (stinging eyes and dry/sore throat with coughing). Emergency personnel quickly arrived, although the fire was already extinguished. There was no patient involved.